Manufacturer narrative:
Stryker performed a clinical review and it was determined that the device use may have contributed to the patient outcome. The reported rupture of the aorta was caused by the combination of lucas and revealed excessive deflections of the impella pump. The deflection of the impella happened during lucas CPR. Therefore, it is likely that the combination of the two devices caused the rupture of the aorta. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to stryker that a 62 year-old-woman with myocardial infarction was resuscitated with a lucas device and it was observed that prolonged mechanical CPR may lead to aortic rupture. This was found during a literature review.

Manufacturer narrative:
The customer discarded the device. The device was not returned for evaluation. The reported issue could not be verified, and root cause could not be determined.

Event description:
It was reported to stryker that a 62 year-old-woman with myocardial infarction was resuscitated with a lucas device and it was observed that prolonged mechanical CPR may lead to aortic rupture. This was found during a literature review.